Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon performed right ilioinguinal and iliohypogastric neurectomies, open recurrent right inguinal hernia repair, myocutaneous flap reconstruction and right inguinal space with skin glue closure during which the surgeon noted prior inguinal hernia mesh with medial portion folded into a tubular shape, no longer holding the floor together. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/12/2021.